Event description:
The customer reported via phone call indicating that the insulin pump alarm during bolus delivery. Customer's blood glucose was unknown mg/dl. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked zebra connector at lcd board. The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarm noted. The motor was tested outside of the insulin pump and passed. The insulin pump had cracked lcd window, stained end cap sticker, cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.